Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on aug 19, 2024 with lot number 3648132. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. As per the investigation procedure non-penetrating nicks and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.